Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted from the right eye due to blurry vision and a new lal implanted as a replacement. The site reported that postoperatively, the patient stated their eye was "doing well." No additional information is available.